Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a dye study was done and it was found that the catheter had pulled out. A catheter revision was done on (B)(6) 2013 where the spinal segment of the catheter was removed and then replaced. The patient status was reported as ¿alive - no injury.¿ the pump was delivering fentanyl. It was later reported that since initial implant, the patient had never gotten any relief. Additional information has been requested, but it was not available as of the date of this report.